Event description:
Patient was revised to address dislocation. The head was a depuy product; the acetabular components were a competitor's product.

Manufacturer narrative:
The device associated with this report was not returned. It has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. Review of the device history records and/or a complaint database search was not possible as the product and lot code required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.